Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and found no non-conformances. When the device was returned to mmdg for investigation, the pump strain beams had failed, which caused the downstream occlusion alarm to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump had a "bad pressure sensor". At the time of the complaint the initial reporter advised that no patient had been involved and that the alarm failure had been discovered during testing. (B)(4).